Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had time clock anomaly. Customer states gain was greater than 9 minutes within 30 days and loss/gain of +/- 3 minutes within 10 days or +/- 9 minutes within 30 days was normal. The customer¿s blood glucose level was 181 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.